Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a damaged component - cable/cord/wiring, defective motor and controls, worn hose, and missing lid. It was noted that the machine was getting hot and too noisy. It was further determined that the device failed pretest for air pump, handpiece temperature, noise, motor thermistor, cutter lock, hand control and loctite and cable assessments. It was noted in the service order that the device was inoperative. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the date of event was reported as (B)(6)2017 on the initial report and has been updated to (B)(6)2017. The date of this report was reported as (B)(6)2017 on the initial report and has been updated to (B)(4)2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.